Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he woke up and blood glucose was 98 mg/dl. Customer ate a couple of cookies because he thought it was not enough sugar. Customer was later found by customer's spouse passed out and called paramedics. Customer stated the paramedics told him his blood glucose was so low that the reading was not detected. Last blood glucose reading was 371 mg/dl. Customer stated he has been experiencing low reading but readings under 70 mg/dl don't happen often. The drive support cap was normal. Customer was hospitalized. Customer stated it might have been an issue with the device because when he woke up the device did have insulin and when he was released there was no insulin. Same amount of insulin was displayed on the reservoir and device. The device was not exposed to an MRI. Displacement test was performed and device passed. Customer was advised the device was performing as designed. No further information reported.